Manufacturer narrative:
(B)(4) the device is being evaluated in our post market quality assurance laboratory. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
(B)(4) a boston scientific technical services consultant discussed the reported clinical observations and resolution options. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted an arc mark on the titanium case. Arcing damage like that seen with this device is consistent with an attempt to deliver therapy through a shorted lead system, which may cause internal damage to the circuitry. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted defibrillation lead.

Event description:
Additional information was received stating that device interrogation revealed a fault code (fc) due to a charge time (CT) greater than 45 seconds. Noise was observed on the rv channel due to a lead fracture. A revision procedure was performed and the device and rv lead were removed from service and replaced. No adverse patient effects were reported

Event description:
Boston scientific received information that this patient had been experiencing pre-syncopal symptoms and orthostatic hypotension. A holter study showed some ventricular tachycardia (vt). A review of the arrhythmia logbook showed some non-sustained ventricular tachycardia (nsvt) due to noise which was being oversensed. The pacing impedance on the right ventricular (rv) channel has been decreasing and is less than 200 ohms now. Sensing is fine at 9.0mv and threshold is < 1.0 v. Atrial noise was also noted which has been intermittently over sensed. No adverse patient effects were reported.